Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had an x-ray taken of the ipg. The x-ray showed that the ipg had flipped in the pocket. Surgical intervention may be pending to address this issue.